Event description:
It was reported that while treating a lesion in the rca at the pda/lv bifurcation, guide wires were placed down both vessels and a stent was implanted. The guide wire positioned in the "lv" branch was trapped by the stent and during an attempt to withdraw it from the vessel, the stent was distorted and the shaft of the guide wire borke. The proximal portion of the guide wire was removed; however, approximately 10 cm of the guide wire remains in the right coronary artery, the distal tip of the guide wire trapped behind the implanted stent and the proximal aspect of the separated segment extending into the aorta.